Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "2024.5.9 patient was admitted to the general surgery department and was using a peripheral central venous catheter cannula for chemotherapy when the nurse noticed that the peripheral central venous catheter cannula had slipped out of place and immediately discontinued its use, replacing it with a different peripheral central venous catheter cannula for use without harm to the patient." No other information was provided.